Manufacturer narrative:
Additional investigation was performed on this case after the returned product was received to identify the cause of the reported issue "right caster stem housing sheared off" causing a fall with serious injuries. R&d engineering, manufacturing engineering, and quality engineering received the returned product and performed an inspection. Inspection findings: lower bolt of the right caster stem housing sheared off inside the housing, causing the caster to fold underneath the chair. The upper bolt was loose on the left caster assembly. The bottom shim washer of the left caster assembly was crushed. The right side of the frame displayed wear down to base metal. The right side frame wear down to the base metal is in the same location as the sheared bolt, which confirms that excessive vibration was occurring prior to the bolt failure. Cross-section view of the hardware showed a stress fracture. Summary: based on the wear pattern of the upper portion of the cross-section, there is an indication that the fracture initiated and continued to propagate over time (due to fatigue from excessive vibration) until the hardware fully sheared. Conclusion: the most probable failure mode is related to lack of proper service and maintenance of the chair, leading to excessive vibrations in the caster assembly and overloading of the lower mounting bolt which over time led to the stress fracture of the hardware. The chair performed as intended, and it was determined that a malfunction did not occur. These failure modes are captured in the product's ufmea ("ufmea_eiq2x_q2.xlsx", risk ids 91, 110, and 111,) and risks are determined to be acceptable.

Event description:
The end user arrived early in the morning on (B)(6) 2021 at a marina in (B)(6) where she has a houseboat. She was in her quickie 2 wheelchair and was moving through the parking lot at the marina when a lower bolt inside the right caster stem housing sheared off causing the caster to fold underneath the chair. When this occurred, she fell forward out of her wheelchair and suffered multiple leg and face fractures. She also required 26 stitches on her forehead. She did not describe any obstacles or interruptions in the blacktop surface. Her quickie 2 wheelchair was approximately six-years-old at the time of the incident, well past the five-year lifetime of the product.

Manufacturer narrative:
Background information: quickie 2 owner manual (mk-100070, rev a), pages 20-26, define significant annual maintenance requirements for the quickie 2 wheelchair. The end user self-admitted that she had last had her chair maintenance performed in (B)(6) of 2019 (two years prior to the incident). In addition, she also admitted that she has never read her owner manual. She already purchased a new quickie 2 wheelchair to replace the old one, since it was past its lifetime and her insurance would pay for a new wheelchair (after 5 years). In her words, she wanted to make sure that "sunrise is aware" and has made no allegations against sunrise. She purchased a replacement chair of the same model (newer revision) as she apparently was not disgruntled with the chair itself. Discussion: due to the end user's preexisting conditions, this is a very unfortunate reaction to an unexpected malfunction of her quickie 2 wheelchair. The user underwent surgery and will require rehabilitation services to regain her previous level of health despite her condition. Conclusion: the cause of this unfortunate incident is due to user error in that she did not have her quickie 2 wheelchair serviced on an annual basis, as recommended. Had this wheelchair had the normal annual servicing performed, they may have caught an issue with the caster stem prior to any injury.

Event description:
The end user arrived early in the morning on (B)(6) 2021 at a marina in (B)(6) where she has a houseboat. She was in her quickie 2 wheelchair and was moving through the parking lot at the marina when a lower bolt inside the right caster stem housing sheared off causing the caster to fold underneath the chair. When this occurred, she fell forward out of her wheelchair and suffered multiple leg and face fractures. She also required 26 stitches on her forehead. She did not describe any obstacles or interruptions in the blacktop surface. Her quickie 2 wheelchair was approximately six-years-old at the time of the incident, well past the five-year lifetime of the product.